Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. D4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the submitted log files. Log files from the exchanged system controller (serial number: (B)(6)) and from the controller that the patient switched to (serial number: (B)(6)) were submitted for review. The controller event log file from the exchanged system controller file contained data spanning 5 days (23mar2024 ¿ 27mar2024 per the timestamps). The driveline was not connected to the controller throughout the log file, which is consistent with the provided information that the controller was exchanged. The log file did not capture the controller being exchanged or the events leading up to the controller exchange due to the data being overwritten by newer events. The controller was powered off at approximately 14:41:49 on (B)(6) 2024. The controller was briefly reconnected to power on (B)(6) 2024 (consistent with the retrieval of log files) and operated in charge mode without issue. No atypical alarms were active in the log file. The controller periodic log file contained data spanning 256 days ((B)(6) 2023 ¿ (B)(6) 2024 per the timestamps). The periodic log file was set to capture data once every 24 hours. The last event of the log file, captured at 14:30:40 showed that the driveline was disconnected, as captured in the controller event log file. No notable alarms were captured and the pump maintained a speed within the expected range prior to the driveline being disconnected. The controller event log file from the controller that the patient switched to contained relevant data spanning 5 days (23mar2024 ¿ 27mar2024 per the timestamps). The driveline was first connected to the controller at 13:40:21 on (B)(6) 2024 and the pump ramped up to the set speed without issue. The pump maintained a speed within the expected range without issue while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the controller was exchanged and if any equipment will be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including and the actions to take when the alarms occur. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient¿s system controller was exchanged. Log files from the exchanged controller captured low flow, driveline disconnect, and pump off alarms on (B)(6) 2024 at 2:11:31pm through 2:41:49pm where the driveline was disconnected from the controller. It appeared that the driveline was disconnected from the controller prior to (B)(6) 2024 at approximately 2:11pm. Log files from the patient¿s new controller captured a series of no external power events on 23mar2024 due to what appeared to be the mobile power unit losing power.